Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized for heart failure. While hospitalized it was noted via the hospital telemetry system that the device was intermittently oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. Despite various programming changes, the clinical observations remained. A review of the stored electrocardiograms noted that the pacing inhibition was greater than 3 seconds. Boston scientific technical services (ts) suspected the root cause to be due to potential electromagnetic interference (emi), myopotentials, patient condition change or early lead issue. The physician elected to perform surgical intervention where the device was moved to the other side of the patient's chest and remains in service while the lead system was abandoned. No adverse patient effects were reported.